Manufacturer narrative:
Due to character limits - event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use of the cardiosave intra-aortic balloon pump, a fan failure was detected.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The record is being cancelled as it was created in error as it is duplicate complaint. The incident was determined to be a duplicate report to complaint (authority mfg report number (2249723-2025-0002256). As a result, no follow up emdr will be sent. Please cancel this record in your database.